Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure location: underneath the peritoneum/ couldn't find one of the coils") in a 32-year-old female patient who had essure (batch no. 624475, 620732, UDI no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. The patient was treated with surgery ((B)(6) 2015 , hysterectomy with bilateral salpingectomy - partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, depression, anxiety, dyspareunia and weight decreased outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, pelvic pain and weight decreased to be related to essure. The reporter commented: current weight 104 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia¿ batch number: 620732, man date: 2006/06, exp date: 2008/05. Batch number: 624475, man date: 2007/05, exp date: 2009/04. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received. Event added: plaintiff did not underwent for essure confirmation test. Concomitant disease was added. Essure model number was updated from ess205 to ess305. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure location: underneath the peritoneum") in a 32-year-old female patient who had essure (ess205) (batch no. 624475, 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight decreased ("weight loss"). On (B)(6) 2015, 7 years 11 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2015 , hysterectomy with bilateral salpingectomy - partial hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, depression, anxiety, dyspareunia and weight decreased outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, pelvic pain and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia¿ batch number: 620732 man date: 2006/06 exp date: 2008/05 . Batch number: 624475 man date: 2007/05 exp date: 2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure location: underneath the peritoneum") in a 32-year-old female patient who had essure (ess205) (batch no. 624475, 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight decreased ("weight loss"). On (B)(6) 2015, 7 years 11 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy - partial hysterectomy) and essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, depression, anxiety, dyspareunia and weight decreased outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, pelvic pain and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia¿ most recent follow-up information incorporated above includes: on 1-aug-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication. Events depression, mental anguish , dyspareunia and weight loss, were added. The event migration of device was updated to essure location: underneath the peritoneum. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure location: underneath the peritoneum/ couldn't find one of the coils / migration of essure device (location of device: embedded underneath the peritoneum).") And embedded device ("essure location: underneath the peritoneum/ couldn't find one of the coils / migration of essure device (location of device: embedded underneath the peritoneum).") In a 24-year-old female patient who had essure (batch no. 624475, 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included ventral hernia (surgery on (B)(6) 2016) and hyperlipidemia. Concurrent conditions included body mass index normal. Concomitant products included atorvastatin since (B)(6) 2015, clonazepam since (B)(6) 2015, diazepam since (B)(6) 2015, escitalopram since (B)(6) 2015, ibuprofen from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2015 , hysterectomy (full) with bilateral salpingectomy - partial hysterectomy and hysterectomy (full) with bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, depression, anxiety, dyspareunia and weight decreased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dyspareunia, embedded device, pelvic pain and weight decreased to be related to essure. The reporter commented: current weight 104 lbs. Discrepancy noted in removal of essure - currently she is not planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia.¿ batch number: 620732 man date: 2006/06 exp date: 2008/05. Batch number: 624475 man date: 2007/05 exp date: 2009/04. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet received. Outcome of event pelvic pain was updated. Onset date of event updated. Medical history, concomitant drug were added. Added event embedded device. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure location: underneath the peritoneum/ couldn't find one of the coils / migration of essure device (location of device: embedded underneath the peritoneum).') And embedded device ('essure location: underneath the peritoneum/ couldn't find one of the coils / migration of essure device (location of device: embedded underneath the peritoneum).') In a 24-year-old female patient who had essure (batch no. 624475, 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included ventral hernia (surgery on (B)(6) 2016) and hyperlipidemia. Concurrent conditions included body mass index normal. Concomitant products included atorvastatin since september 2015, clonazepam since (B)(6) 2015, diazepam since (B)(6) 2015, escitalopram since september 2015, ibuprofen from september 2015 to october 2015 and paracetamol (acetaminophen) since september 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety and mental anguish"). In september 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (B)(6) 2015 , hysterectomy (full) with bilateral salpingectomy - partial hysterectomy and hysterectomy (full) with bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, depression, anxiety, dyspareunia and weight decreased outcome was unknown and the pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device dislocation, dyspareunia, embedded device, pelvic pain, urinary tract disorder and weight decreased to be related to essure. The reporter commented: current weight 104 lbs. Discrepancy noted in removal of essure - currently she is not planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia¿ lot number: 620732 manufacture date: 2006-06 expiration date: 2008-05 . Lot number: 624475 manufacture date: 2007-05 expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure location: underneath the peritoneum/ couldn't find one of the coils / migration of essure device (location of device: embedded underneath the peritoneum).') And embedded device ('essure location: underneath the peritoneum/ couldn't find one of the coils / migration of essure device (location of device: embedded underneath the peritoneum).') In a 24-year-old female patient who had essure (batch no. 624475, 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included ventral hernia (surgery on (B)(6) 2016) and hyperlipidemia. Concurrent conditions included body mass index normal. Concomitant products included atorvastatin since (B)(6) 2015, clonazepam since (B)(6) 2015, diazepam since (B)(6) 2015, escitalopram since (B)(6) 2015, ibuprofen from (B)(6) 2015 to october 2015 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery ((B)(6) 2015 , hysterectomy (full) with bilateral salpingectomy - partial hysterectomy and hysterectomy (full) with bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, depression, anxiety, dyspareunia and weight decreased outcome was unknown and the pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device dislocation, dyspareunia, embedded device, pelvic pain, urinary tract disorder and weight decreased to be related to essure. The reporter commented: current weight 104 lbs. Discrepancy noted in removal of essure - currently she is not planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia¿. Batch number: 620732 man date: 2006/06 exp date: 2008/05. Batch number: 624475 man date: 2007/05 exp date: 2009/04. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.